Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, regardless of the power output from the stockert generator the temperature would not increase and stayed at around 34-37 degree centigrade. There was approximately 5 degree difference between the displayed temperature and the actual temperature. Another spare stockert system was used to complete this procedure. Additional information later provided stated that there was a steam pop followed by pericardial tamponade which required cardiac surgery. The patient had been discharged. During the service of the stockert generator associated with the reported incident, it was found that the mdv board and multitemp boards were defective. These parts were replaced and this resolved the issue. Functional and safety test was performed as well as preventive maintenance. The root cause of the pericardial tamponade remains unknown. The device history record review for stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure are navistar thermocool (ni75tcdh) and lasso diagnostic catheter (d7l1020rt). These catheters used were reported to be functioning properly and the customer does not consider they contribute to the adverse event. Other concomitant products used during the procedure: non-bwi sheath. (B)(4).

Event description:
It was reported that during an afib procedure, regardless of the power output from the stockert generator the temperature would not increase and stayed at around 34-37 degree centigrade. There was approximately 5 degree difference between the displayed temperature and the actual temperature. Another spare stockert system was used to complete this procedure. Additional information later provided stated that there was a steam pop followed by pericardial tamponade which required cardiac surgery. The patient had been discharged.